Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2018 by orthopaedics & traumatology: surgery & research, titled ¿treatment of primary total distal biceps tendon rupture using cortical button, transosseus fixation and suture anchor: a single center experience¿. The study reviewed eleven (11) patients treated for total orpartialdistal biceps tendonrupture, using bicepsbutton® (arthrex). During the 3-month follow-up period, two (2) patients experienced clinically relevant heterotopic ossification requiring revision surgery. Source: lang, n. W., et al. (2018). "Treatment of primary total distal biceps tendon rupture using cortical button, transosseus fixation and suture anchor: a single center experience." Orthop traumatol surg res 104(6): 859¿863.